Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive motion clip test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not close or clip appropriately. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.